Manufacturer narrative:
This report is submitted on december 12, 2016.

Event description:
Per the clinic, the patient experienced pain with device use; however, the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2016 and the patient was reimplanted with another cochelar device during the same surgery.

Manufacturer narrative:
This report is filed on february 28, 2017.